Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. A20065, a20056) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, pelvic pain, hernia and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms"), infection ("infection"), urinary tract disorder ("urinary problems"), alopecia ("hair loss") and anxiety ("anxiety"). The patient was treated with surgery (fulguration of pelvic peritoneum endometriosis and robotic-assisted multiport bilateral salpingectomy, uterine cornual resection with essure excision). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, allergy to metals, autoimmune disorder, infection, urinary tract disorder, alopecia and anxiety outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2021: conclusion of the case, confirmed no portion of the coils remained in the uterus. Laparoscopy - on (B)(6) 2021: 1. Robotic-assisted multiport bilateral salpingectomy and uterine cornual resection with essure excision. 2. Fulguration of pelvic peritoneum endometriosis. 3. Hysteroscopic confirmation of essure removal. Preoperative diagnosis: chronic pelvic pain. Postoperative diagnoses: 1. Chronic pelvic pain. 2. Pelvic peritoneum endometriosis. Bilateral fallopian tubes removed in their entirety, from the fimbriae to the point of insertion into the endometrium in the cornua. Pathology test - on (B)(6) 2021: a. Right fallopian tube, salpingectomy with intraoperative consultation: - fallopian tube with no significant histopathologic abnormality; - essure tubes intact and identified. B. Left fallopian tube, salpingectomy with intraoperative consultation: - fallopian tube with no significant histopathologic abnormality; - essure tubes intact and identified. Gross description: a/afs. Received in formalin labeled "right fallopian tube with essure" is a fallopian tube with intact fimbriated end, measuring 8.5 cm in length x 0.3 cm to 0.7 cm in diameter. The serosa is tan-pink and shows foci of fibrous adhesions and a small paratubal cyst. Sectioning reveals a lumen containing a coiled metallic wire consistent with essure device. Representative sections are submitted in one cassette. Note: the coil wire (essure device) is saved. B/bfs. Received in formalin labeled "left fallopian tube with essure" is a fallopian tube with intact fimbriated end, measuring 9.0 cm in length x 0.3 cm to 0.8 cm in diameter. The serosa is tan-pink and shows foci of fibrous adhesions and a small paratubal cyst. Sectioning reveals a lumen containing a coiled metallic wire consistent with essure device. Lot number: a20056, manufacturing date:2012/06, and expiration date:2015-06-30. Lot number: a20065, manufacturing date:2012/06, and expiration date:2015/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jul-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. A20065, a20056) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, pelvic pain, hernia and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and anxiety ("anxiety"). The patient was treated with surgery (fulguration of pelvic peritoneum endometriosis and robotic-assisted multiport bilateral salpingectomy, uterine corneal resection with essure excision). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, alopecia and anxiety outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure hysteroscopic bilateral tubal occlusion. Removal recommended. Title of procedure: robotic-assisted multiport bilateral salpingectomy and uterine corneal resection with essure excision. Fulguration of pelvic peritoneum endometriosis. Hysteroscopic confirmation of essure removal preoperative diagnosis: chronic pelvic pain. Postoperative diagnoses: chronic pelvic pain. Pelvic peritoneum endometriosis bilateral fallopian tubes removed in their entirety, from the fimbriae to the point of insertion into the endometrium in the cornua. Pathology confirmed essure coils were present in the bilateral fallopian tubes. Hysteroscopy performed at conclusion of the case and confirmed no portion of the coils remained in the uterus diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2021: conclusion of the case, confirmed no portion of the coils remained in the uterus. Laparoscopy - on (B)(6) 2021: normal appearing uterus, bilateral fallopian tubes, and ovaries. Bilateral fallopian tubes removed in their entirety, from the fimbriae to the point of insertion into the endometrium in the cornua. Pathology test - on (B)(6) 2021: a. Right fallopian tube, salpingectomy with intraoperative consultation: fallopian tube with no significant histopathologic abnormality essure tubes intact and identified b. Left fallopian tube, salpingectomy with intraoperative consultation: fallopian tube with no significant histopathologic abnormality essure tubes intact and identified. Gross description: a/afs. Received in formalin labeled "right fallopian tube with essure" is a fallopian tube with intact fimbriated end, measuring 8.5 cm in length x 0.3 cm to 0.7 cm in diameter. The serosa is tan-pink and shows foci of fibrous adhesions and a small paratubal cyst. Sectioning reveals a lumen containing a coiled metallic wire consistent with essure device. Representative sections are submitted in one cassette. Note: the coil wire (essure device) is saved. B/bfs. Received in formalin labeled "left fallopian tube with essure" is a fallopian tube with intact fimbriated end, measuring 9.0 cm in length x 0.3 cm to 0.8 cm in diameter. The serosa is tan-pink and shows foci of fibrous adhesions and a small paratubal cyst. Sectioning reveals a lumen containing a coiled metallic wire consistent with essure device. Lot number:a20056 manufacturing date:2012/06 expiration date:2015/06. Lot number:a20065 manufacturing date:2012/06 expiration date:2015/06. Most recent follow-up information incorporated above includes: on 7-jul-2021: (fu8 and 9 process together) medical record received : reporter information, medical history, essure removal date and action taken with drug added. Pelvic pain female updated to serious incident. Autoimmune disorder mark as non- serious. Pathology report. Preoperative diagnosis:chronic pelvic pain. Postoperative diagnoses: chronic pelvic pain. Pelvic peritoneum endometriosis on (B)(6) 2021: medical record received: no new information added. Update of both imdrf/FDA codes only. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.